Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was elevated, but exact value was not provided. Customer delivered correction boluses to address elevated blood glucose level.